Event description:
Related manufacturer reference number: 2017865-2022-09842, related manufacturer reference number: 2017865-2022-09845, related manufacturer reference number: 2017865-2022-09846, related manufacturer reference number: 2017865-2022-09847. It was reported that the patient presented in clinic for follow up. Culture test revealed an infection on the patient pocket. The physician elected to explant the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, left ventricular (lv) lead, atrial lead, and a capped rv lead. The patient is recovering after the procedure.